Event description:
It was reported that on (B)(6) 2022, during a device change, noise was observed periodically on the atrial lead. The lead was capped and replaced. There were no patient complaints or complications before, during, or after the procedure.